Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported at check in, they marked true to discolored and sensitivity. Their teeth feel like they have become more sensitive and they appear clear looking.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.